Event description:
It was reported that the patient was having chills and was admitted to the hospital. It was noted that the patient developed an infection at the ipg pocket site and was provided treatment. The physician confirmed that infection was device related.

Event description:
It was reported that the patient was having chills and was admitted to the hospital. It was noted that the patient developed an infection at the ipg pocket site and was provided treatment. The physician confirmed that infection was device related. Additional information was received that the patient had been re-admitted in the hospital, however, reason for readmission was not provided. It was also noted that the infection had already cleared.